Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to a: updated with patient details.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system, implanted without a right atrial (ra) lead, was programmed to vvi mode with atrial tachy discriminators programmed on. There was no ra lead and v>a was true. As a result, there were two ventricular episodes that each delivered a burst of anti-tachycardia pacing (atp) and a third episode that delivered two 41j shocks. Technical services (ts) discussed troubleshooting options and programming considerations, such as programming atrial discriminators off and adjusting the shock if unstable value. This crt-d remains in service. No additional adverse patient effects were reported. Additional information received reported that this crt-d system had recently stored non-sustained ventricular tachycardia (nsvt) episodes, but none of the episodes had electrograms (egms). This was likely due to device storage prioritizing the previous stored tachy episodes with shocks over the nsvt episodes. Technical services (ts) discussed troubleshooting options free up storage space. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system, implanted without a right atrial (ra) lead, was programmed to vvi mode with atrial tachy discriminators programmed on. There was no ra lead and v>a was true. As a result, there were two ventricular episodes that each delivered a burst of anti-tachycardia pacing (atp) and a third episode that delivered two 41j shocks. Technical services (ts) discussed troubleshooting options and programming considerations, such as programming atrial discriminators off and adjusting the shock if unstable value. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to a: updated with patient details.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system, implanted without a right atrial (ra) lead, was programmed to vvi mode with atrial tachy discriminators programmed on. There was no ra lead and v>a was true. As a result, there were two ventricular episodes that each delivered a burst of anti-tachycardia pacing (atp) and a third episode that delivered two 41j shocks. Technical services (ts) discussed troubleshooting options and programming considerations, such as programming atrial discriminators off and adjusting the shock if unstable value. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to a: updated with patient details.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system, implanted without a right atrial (ra) lead, was programmed to vvi mode with atrial tachy discriminators programmed on. There was no ra lead and v>a was true. As a result, there were two ventricular episodes that each delivered a burst of anti-tachycardia pacing (atp) and a third episode that delivered two 41j shocks. Technical services (ts) discussed troubleshooting options and programming considerations, such as programming atrial discriminators off and adjusting the shock if unstable value. This crt-d remains in service. No additional adverse patient effects were reported.